Event description:
Clinical study same as 600089-2006-00935, 6000089-2006-00936, 6000093-2006-00937, 6000089-2006-00957, 6000089-2006-00939, 6000089-2006-00940, 6000089-2006-00941. Nine days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure included implanting 8 drug eluting stents (des). There was no predilatation of the lesions. Calcification and tortuosity of the vessels was not severe. In target lesion 1, a 2.50 x 24mm taxus express2 drug eluting stent and a 2.75 x 16 taxus express2 des were placed in the mid right coronary artery (rca). In target lesion 2, a 2.50 x 24mm taxus express2 des was implanted in the left anterior descending artery. In target lesion 3, a 2.50 x 24mm taxus express2 des was implanted in the obtuse marginal artery. In target lesion 4, a 3.0x16mm taxus express2 des was implanted in the proximal rca. In target lesion5, three stents were implanted at a bifurcation of the proximal rca: a 3.0 x 24mm taxus express2 des was implanted in the main vessel, a 2.75 x 20 taxus express2 des was implanted in the side branch, and a 4x8mm taxus express2 des was implanted in the add'l main vessel. A catheter-induced left main stem dissection occurred during the angioplasty procedure. Pt became hypotensive and required intra-aortic balloon pump (iabp) and pharmacologic support. The situation was corrected with bail-out stenting and was resolved with no residual side effects. Post implant there was less than 30% stenosis and a timi flow of 3. One day post-op, the pt developed a slow gi bleed following the procedure. Duodenitis only showed on upper gi endoscopy. A colonoscopy was not performed. Transfused 3 units of blood-situation unresolved. Prior to discharge, the pt had a sudden onset of severe chest pain with hypotension rapidly progressing to cardiac arrest (pulseless electrical activity). Peri arrest ECG showed massive st elevation/reciprocal st depression consistent with acute myocardial infarction. At this time, the pt also experienced a stent thrombosis and was unresponsive to resuscitation/inotropes. The physician indicated the relationship of the index procedure to the death was highly probably, possible study-device related.